Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient's demographics was not provided.

Event description:
It was reported that alarm error code 356.6710.0 caused infusion to stop.

Event description:
It was reported that an alarm with an unfamiliar tone alarmed "pump error". This pump was infusing a heparin drip for the patient, and to the left of that pump was an inotrope of norepinephrine at 0.05. It was determined that device alarm error code 356.6710.0 caused the infusion to stop. A syringe change was made to a different pump on another pcu to keep the norepinephrine running while the defective pump was removed. Patient tolerated well, however; this change took longer and could have potentially harmed the patient.

Manufacturer narrative:
Although requested, patient identifier, weight information was not provided. The reported issue of error code 356.6710 was confirmed via device log review; however the error code event was not replicated during the investigation. A single recorded incident of error code 356.6710 was found recorded during an infusion. The testing and inspection process found no malfunctions and the device passed all testing performed. The root cause for the single incident of error code 356.6710 that had occurred during an infusion with this returned syringe module could not be identified.